Event description:
Boston scientific received information that right atrial (ra) lead exhibited high out of range impedance measurements at the device interrogation. A revision procedure was performed, where a connection issue was noted. The ra lead was re-connected to the device and all subsequent measurements were acceptable and within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.